Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device has been returned to the manufacturer. 4 products (lot 1681829170 and 1524302020) were damaged and twisted on one side on the bottom of the pieces. 1 product was (lot 1549400030) was totally broken on the bottom of the pieces a part of the piece is missing. 2 complaints, this one included, have been recorded on exception standard stem trial neck s456, reference a120s456, batch 1524302020 since ever and related to instrument fracture. Investigation results concluded that the reported event was due to wear and tear from use. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instruments broke. No adverse events have been reported as a result of the malfunction.